Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the image was dark due to faulty charged coupled device (ccd) unit. Additionally, the investigation uncovered that the device had a short cable causing intermittent horizontal lines on the images. The faulty part were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the hd autoclavable camera head had an image issue. Upon inspection and testing of the returned device, it was observed that the image was dark due to a defective charged coupled device. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image issue was due to a faulty charged coupled device unit. The specific root cause of the faulty charged coupled device unit could not be determined at this time. Olympus will continue to monitor field performance for this device.